Manufacturer narrative:
Product complaint # : pc-(B)(4). Investigation summary : update 15-feb-2021: the investigation was re-opened upon receipt of the device. Examination of the returned device revealed deformation at the corner of the cutting slot. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # : pc-(B)(4). Investigation summary : no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tibial left cutting block had a rough place from the saw blade on the medial side of block. This could rip gloves as it was passed. They returning, no one was injured, surgery was not delayed. They had 2 articular surface pieces that was broken, unfortunately this did happen in surgery, they were mistakenly disposed of during wash cycle, do not had these to return. Surface pieces racked in 2 pieces, this did not delay surgery, no one was injured and not returning these, as they never appeared after wash. They had pictures of each item. No surgical delay.